Event description:
Patient's 2 implants are not integrating and continued to be mobile. Implants have not been loaded. Non integration.

Event description:
Patient's 2 implants are not integrating and continued to be mobile. Implants have not been loaded. Non integration.